Event description:
The event is reported as: complaint alleges: staples did not detach themselves from the anvil. Pt current condition is unk.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at the time of this report.